Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned and evaluated by zmc. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 07/09/2012; electrode belt: 04/09/2013.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2015 at 6:45pm. It was reported that the patient was at home at the time of the event. Ems transported the patient to the hospital and both ems and hospital staff performed CPR. Per review of the event, the patient received one inappropriate defibrillation at 7:13:21 pm. The rhythm at the time of treatment was asystole. CPR artifact contributed to the false detection. Prior to the treatments, asystole was detected and alarmed for 7 times between 08:56:54 am and 07:02:33 pm. Asystole is considered a non-life sustaining, non-treatable rhythm.